Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9616567-2025-00030. The date of that submission was 2/14/2025. Device evaluation: a total of seven units outside of its original package were received for investigation. Six units were received of parts which do not belong to the reported part number. One used unit outside its original package of the reported part number was received connected to other parts which do not belong to the finished good reported. A crack was observed at the trifuse luer. The component where the crack was observed does not belong to the returned part number reported in the complaint. The complaint of leakage was confirmed. The probable cause is unknown. Awareness was given to personnel who perform the assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that smoflipid was leaking where the lipid filter connected to the anti-siphon valve at the trifuse. The tpn, smoflipid, and central line tubing were discarded, and new tubing and fluids were hung. When the operator of the device attempted to secure the connection, it was noted that, when connected tightly, the device threads were inadequate and not properly connected, and when connected loosely, there was disconnection from the IV tubing and/or leaking at the connection site. When a new device was ordered and become available, the connection design seemed to be different, and the connection issue stayed the same.